Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm when changing to 1:2 charging. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected field: e1 (event site telephone). Updated fields: b4, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and checked logs and ran through full functional test. The fse confirmed gas loss alarms but was unable to find any fault with unit. Tested unit in clinical mode with trainer, unit working without error. All functional test performed.

Event description:
N/a.